Event description:
The pt received his scs sys on (B)(6) 2011. It was reported lightening struck a transformer within about 5 feet from the pt, who was in his home. The pt reported his stimulation turned on and amplitude increased on its own, giving him the feeling of being shocked. The pt was reprogrammed and the sys was working effectively. It was reported the pt was receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.